Event description:
#Medwatcher #followup 1 #FDA mw5034988 #(B)(4). I have had my hysterectomy and they only found one coil, so I had xrays to find the other.

Event description:
I had essure implanted because my doctor said I was too obese to have a tubal ligation. I also had an ablation done at the same time. I had bleeding and pain for three months after, I thought it was normal. After those three months the heavy bleeding started. All the time. I bled for three months straight and had baseball sized blood clots. I experience extreme fatigue and headaches. Crazy mood swings. Most of all I experience pain, located on my right side. I have gone to emergency room because of the bleeding, I really thought I was going to bleed to death. Sex is horrible and bending over to pick anything up caused bleeding. Bleeding and pain has been my life for two years. In (B)(6) 2013 I went to doctor to see about medical help and I was told that I was too obese for surgery, that I need to have gastric surgery to lose weight and that should take care of my pain, so I did. I have a gastric sleeve on (B)(6) 2013. Before that surgery my iron was so low that I am on iron supplements to help. I had horrible vaginal bleeding during the stay in the hospital. In the months following some of the bleeding subsided but the pain has never stopped. In (B)(6) 2013 I had an episode of pain that I felt something pop on my right side, doctor says it was an ovarian cyst. In (B)(6) I fell down my stairs and happen to break my tailbone I had xrays taken. It revealed that my right essure coil is missing. I made another appointment with ob/gyn and he was very startled and has recommended that I have a hysterectomy. Its is scheduled for (B)(6) and the di vinci robot will be used.